Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient was observed setting up for ccpd (continuous cycling pd) and was not wearing a mask while connecting the patient extension line. Subsequently the patient experienced peritonitis manifested by abdominal pain, and cloudy pd effluent. The patient was not hospitalized for the event. On an unreported date, the patient was administered vancomycin (dose, frequency, route not reported). It was not reported if additional therapy was prescribed. The outcome of the peritonitis event was not reported. On an unreported future date, the patient will be observed while setting up ccpd and will be retrained as indicated. The home environment will also be observed for any factors that may have contributed to infection. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.